Manufacturer narrative:
Additional information: section d - expiration date. Section g - date received by manufacturer; type of report. Section h - device manufacture date; evaluation codes. The evoke scs system remains implanted. The root cause of the reported inadequate pain relief cannot be definitively determined; however, it was reported that the physician elected to implant the leads under the patient's skin along the rib to stimulate the peripheral nerve field rather than placing the leads along the spinal cord in the epidural space. The saluda medical evoke scs system is a spinal cord stimulation (scs) system as per the surgical guide. The evoke scs system surgical guide states, "the evoke 12c percutaneous leads are placed in the epidural space overlying the spinal cord." The surgical guide provides instructions to insert the leads into the epidural space. Peripheral lead placement is not detailed in the surgical guide.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief since permanent implantation. Reprogramming was performed, during which stimulation in the pain area was confirmed; however the patient reported minimal pain relief. The patient had reported satisfactory pain relief during the trial period. The patient underwent a thoracic pulsed radiofrequency procedure followed by reprogramming to resolve the reported event.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.